Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother was reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl. The customer's other blood glucose is 400 mg/dl. The customer did experience the symptoms such as vomiting. Customer stated that he was almost in diabetic ketoacidosis. Troubleshooting was done for high blood glucose and under delivery. Customer reported they received a sensor updating. Customer reported they did not receive a calibration not accepted alert. The insulin pump will not be returned for analysis.